Event description:
After a c-section, a crna removed epidural catheter and a section fragment could not be found under fluoroscopy. No pt complications were reported.

Manufacturer narrative:
No sample is being returned. The lot number was not reported; therefore, the DHR cannot be reviewed. Root cause unk.